Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed, it appears that challenging patient anatomy in conjunction with poor imaging (procedural circumstances) contributed with reported difficulty grasping the leaflets. The reported tissue damage appears to be due to procedural circumstances however, reported tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve and after several grasps, the clip was able to be deployed, reducing mr to 2. After deployment, a perforation of the posterior leaflet was noted where the clip was previously grasped. The procedure was stopped at this point. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.